Event description:
It was reported that the pump was only charging up to 50%. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.